Event description:
It was reported that a patient underwent an initial left total knee replacement performed on an unknown date with unknown product. Subsequently, the patient was revised due loosening at this time zimmer biomet product was implanted. Approximately one year, three months post implantation the patient had an MRI that showed a collection of fluid over the medial aspect of the left the gastrocnemius muscle secondary to a hematoma. Edema was also noted. The patient continued to report pain and swelling. Diagnostic imaging completed one year six months after the MRI scan showed ¿evidence of loosening about the cement mantle of the tibial component¿. The patient has reported she now has a lifelong infection that has eaten some of the bone in her left leg and is required strong antibiotics for the rest of her life. Patient also reports antibiotics have impacted her ra causing persistent pain and discomfort as well as instability and now must use a brace and a cane to help support her gait. No further details or outcomes have been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 00598003702 stemmed tibial component precoat size 4 lot# j6618905 MDR: 0001822565-2023-02986. 00599401691 left size f cemented option femoral component lot# 64499165 MDR: 0001822565-2023-02987. 00598801215 15mm dia 30mm l straight stem ext combined length 75mm lot# 64560563 MDR: 0002648920-2023-00258. 00599003610 distal femoral augment block lot# 64156124 MDR: 0001822565-2023-02988. 00596203210 articular surface lps/lps-flex 51/52 - femorals size ef 10mm lot# 64348533 MDR: 0001822565-2023-02989. 00597206532 all poly petella standard cemented size 32 mm diameter 8.5 mm lot# 64530938 MDR: 0002648920-2023-00259.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: visit 1 diagnostic imaging: x-ray lucency near tibial plate, pain and swelling are cause of imaging; visit 2 bone scan: abnormal three-phase positive scan involving the left knee concerning for hardware loosening; visit 3 clinic visit: complains of knee pain. Complaint is confirmed with provided medical records. The root cause for the reported infection is determined to be unrelated to implanted zimmer biomet devices. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.